Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a detached downstream occlusion (dso) seal and a defective with the cassette sensor as the device failed to detect the cassette. After investigation the results indicated a reportable malfunction due to the detached dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and flex circuit, downloaded the latest software, and the pump passed all functional tests and performed as intended after repair.

Event description:
The customer returned the product for a bad display screen, and during physical inspection it was found that the downstream occlusion (dso) seal was detached. After investigation the results indicated a reportable malfunction due to the detached dso seal. The event happened during testing, and there was no patient involvement.